Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system is receiving memory/drive full. Review of the system log file showed ¿no network connection image detection - ippc¿. Upon further inspection, customer found that the cause of the issue was bad ippc. Fse replaced the ippc and hard drives. Later rse reviewed the error log and confirmed the frontal image processing pc not starting up and replaced ippc from customer stock after that, the system was returned to use in good working order. The reported issue was reoccurred before where the fse replaced the frontal ippc and all 3 hard drives and loaded software. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image disk was full. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.